Event description:
Additional information: there was no image when connecting 290 scopes due to damaged contact pin of the scope socket.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was no image when connecting 290 scopes occurred because contact pin of output socket was damaged. A definitive root cause of the reportable issue could not be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the evis lucera elite xenon light source exhibited that a connecting pin was broken. There were no reports of patient involvement.